Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth, and the helix of the lead was extrinsically bent. Visual summary analysis of the lead indicated damage at implant. The analyst noted that the lead was returned with the helix fully retracted and tissue was visible in it. (B)(4).

Event description:
It was reported that during the implant procedure, after multiple deployments of the helix in different areas of the heart due to sensing issues or high thresholds, the helix would no longer extend. The physician removed the right ventricular (rv) lead from the body and could only deploy the helix after a high number of turns. The rv lead was replaced with another lead. No patient complications have been reported as a result of this event.